Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will submitted.

Event description:
A facility reported that during a neurosurgical procedure, a mayfield skull clamp (exact product code/serial number unknown) slipped whilst in use and resulted in a 5cm scalp laceration to the patient. Much information about the event is still unknown, including the date of the event (approximately 2 months ago) and the product used (it is assumed to be a mayfield 2 skull clamp but this is unable to be confirmed at this time). We are attempting to determine the product used and if successful it will be returned to integra's australia for assessment.